Event description:
The cysto nephro videoscope was returned to the service center with a report of a tear right at the top near the head of the scope. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device exhibited missing glue at the light guide lens and a chipped adhesive on the bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem and or degradation problem resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.